Event description:
This report is filed as after implantation, the clip detached from one leaflet and remained attached to the other. Although there was no adverse patient effect, a clip (10346765/18) detaching from the leaflet has the potential to cause or contribute to injury. It was reported that on (B)(6) 2014, a mitraclip procedure was performed and three clips were implanted reducing the mixed mitral regurgitation (mr) grade from 3-4 to 2. During that procedure, there was no challenging anatomy noted; there was no evidence of posterior leaflet restriction, leaflet flail or prolapse. During implantation of the third clip (10346765/18), there was difficulty grasping the posterior leaflet. After the clip grasped the leaflets the first two times, the clip was only closed to 60 degrees. A third grasping attempt provided an optimal grasp and was deployed. The third clip had no contact with the previously two implanted clips. On (B)(6) 2014, the third clip at the lateral side was found to have detached from the posterior leaflet. The mr grade remained the same as the post procedure grade 2. The clip was seen on the echocardiogram to have movement, but the physician did not want to perform a second mitraclip procedure as during the index procedure, the mean gradient pressure was 4mmhg. In addition, the medial side of the clip did not have enough posterior leaflet for another clip. The patient did not want to undergo surgery, but will have a control echogram before hospital discharge. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda, deployed clip detaches from one leaflet, but remains attached to the other leaflet) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. A review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and review of the complaint-handling database identified no other incidents for the reported failure to adhere/bond and single leaflet device attachment (slda)/incomplete coaptation from this lot. Based on the information reviewed, there is no indication of a product deficiency. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets and slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. There was no challenging anatomy noted and no evidence of posterior leaflet restriction, flail, or prolapse, which may suggest that the patient anatomy was not contributory to the reported difficulties. Although a definitive cause for the reported difficulty grasping the leaflet and slda cannot be determined, there does not appear to be any evidence of a quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.